Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer casing of the modular cable could not be confirmed. The heartmate 3 vad modular cable (lot number: unknown) was not returned for analysis and no photos of the reported event were provided. No log files were submitted for review. Multiple attempts were made to obtain additional information from the customer; however, no additional information was provided. A root cause for the reported damage to the cable was unable to be conclusively determined through this investigation. No lot number was provided by the customer to perform a device history record review. The heartmate 3 lvas instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Event description:
User facility reported that the medwatch efr (B)(4) was received on 04dec2025. The patient arrived to clinic on (B)(6) 2024 with noted damage to outer casing of the modular cable and white power lead on the primary controller. Modular cable and primary controller replaced. At same visit, the backup controller was being tested and an emergency backup battery (ebb) fault was noted. No data was transmitted to the monitor. The ebb and the controller replaced.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.